Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system, non-dehp continu-flo solution set leaked. In the nicu (newborn intensive care unit), the "tubing noted to be leaking off hours tpn at the needleless connector port".

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and all components are correctly placed and according to specifications. Pressure and clear passage under water tests were performed and there were no issues noted. Priming was performed with a bag of sterile water and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.